Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed november 24, 2014.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2014 the device has not been made available for analysis as of the date of this report, (B)(4) 2014.